Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 98873 and data files were returned and analyzed. The files showed at least 5 applications were performed with balloon catheter afapro28 with lot number 98927 on the event date and the system notice #50032 ¿the safety system has detected a compromised outer vacuum¿ was confirmed on application five. The files showed at least five applications were performed with balloon catheter afapro28 with lot number 98873 on the event date without any issue. The files also showed at least with more applications were performed with a non-returned balloon catheter afapro28 with lot number 86270 without any issue on the event date. The file confirmed multiple system notice #50005 ¿the safety system detected fluid in the catheter and stopped the injection.¿ between the use of second catheter and the third catheter. Visual inspection showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for five applications on the event day. The catheter failed the performance test because the system notice #50005 "the safety system has detected fluid in the catheter and stopped the injection" appeared during the integrity test. The dissection test showed a kink on the guide wire lumen at 0.7797 inches from the tip of the catheter. The pressure test showed a breach through the kink on the guide wire lumen. Since the guide wire lumen kinked and breached, the blood touched the wire inside of the balloon and the system notice #50005 "the safety system has detected fluid in the catheter and stopped the injection" appeared. In conclusion, the balloon catheter failed the returned product inspection due to the kink and breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.